Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis with a blood glucose level of 576 mg/dl. The customer¿s blood glucose level was 376 mg/dl. The customer was treated with insulin intravenous, fucilfat 1gm tablet with every meal, pantoprazole 40mg and emergency endoscopy. The customer reported that they experienced chronic nausea and abdominal pain, delirious and vomited blood. The insulin pump will not be returned for analysis.